Event description:
In 2008, the pt reported that she pulled the insulin cartridge from the infusion device nd the plunger became stuck to the piston rod. The full cartridge of insulin spilled into the cartridge compartment of the infusion device. She was educated on the proper procedure for changing the insulin cartridge. She stated that she will switch to her backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.